Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia could not be determined through this evaluation. Moreover, the reported low flow events could not be confirmed through this evaluation as no log files from the time of the reported event are available. A specific cause for the low flow events could not be conclusively determined through this evaluation; however, the account reported that the low flows were associated with the patient's ventricular tachycardia and low maps. It was reported that on (B)(6) 2018, the patient heard a self-resolving intermittent vad alarm, which was associated with shortness of breath. Ems was reportedly called when a second audible alarm occurred and her shortness of breath worsened. Upon arrival at an outside hospital, the patient was found to be in sustained ventricular tachycardia. She underwent direct current cardioversion (dccv) and was started on amiodarone. Her lab values were notable for low potassium and magnesium levels. The patient was transferred to the implanting center and was later found to be in ventricular tachycardia with maps in the 50s associated with low flows. She underwent dccv and electrophysiology hospital personnel were consulted for plan of care. The patient was discharged on metoprolol succinate and was also given a lifevest with a plan for implantable cardioverter-defibrillator (ICD) implantation. The event reportedly resolved with sequela on (B)(6) 2018. The patient underwent the scheduled ICD placement for secondary prevention on (B)(6) 2018 without complications and was discharged on (B)(6) 2018. The patient remains ongoing on the heartmate 3. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Arrhythmia is also included in the list of potential late postimplant complications in section 6 ¿patient care and management¿. Section 1 "introduction" mentions that setting the lvad speed too high could result in potential arrhythmia. Section 1 "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: correction.

Manufacturer narrative:
The weight of the patient was requested but not provided therefore the patient weight is unknown. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a recurring intermittent vad alarm associated with shortness of breath. There was a second audible alarm that occurred as their shortness of breath worsened. Patient was admitted and had ventricular tachycardia. The patient underwent direct current cardioversion and was started on amiodarone. Labs showed that the patient's potassium was at 3.1 and magnesium at 1.4 before being transferred to duke and put on renal replacement therapy in stepdown unit on (B)(6) 2019 with mean arterial pressure in the 50's and low flows. Patient was transferred to intensive care unit and underwent direct current cardioversion. Electrophysiology was consulted and the patient was discharged on metoprolol, succinate and lifevest with a plan for a implantable cardioverter-defibrillator (ICD). The patient underwent the scheduled ICD placement on (B)(6) 2018 without complications patient was discharged on (B)(6) 2018.